Event description:
Olympus was informed that during an unspecified therapeutic transurethral resection in saline (turis) procedure, the ceramic insulation at the distal end of the suspect medical device broke off and fell inside the pt. However, no fragments/parts remained inside the pt as they were reportedly retrieved by unk approach. The intended procedure was subsequently completed by using the same medical devices and there was no report about an adverse event or pt injury. Furthermore, an x-ray was taken postoperatively where no foreign objects were noted.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for eval/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. However, if the suspect medical device is returned for eval/investigation or add'l significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.